Event description:
It was reported that during a laparoscopic colon resection procedure, the device was fired across the colon. A crunch was felt and resistance was met during firing. Upon opening, the staples were bunched up. The device was reloaded and fired outside the patient and the same thing happened. The surgeon believed there may have been extra staples in the jaws from previous staple lines. It was reported the staples were formed properly and there was no issue with the cut line. This occurred on the 2nd firing with a green reload. There was a 10 minute delay in the procedure. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Nicked knife, incomplete-interrupted cycle. The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. To evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.